Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned.

Event description:
It was reported the handpiece was getting hot during use. There was no patient injury.

Manufacturer narrative:
Date device returned (B)(4) 2013. The device was returned and we could not verify customer's concerns regarding over heating. Pre-testing was done before repairs. The device never exceed 88 degrees f. The item was repaired and returned to the customer.